Event description:
I have learned that in the commonwealth of virginia and nationwide, it is becoming the standard practice for doctors to take their ethics, and guidance on responsibility to patients from medical device manufacturer representatives. This practice is leading to unnecessary surgeries, multiple surgeries instead of one, and injuries that result in more medical testing, appointments, and medical care. This practice other than causing physical, and emotional harm to the public, erodes trust in medicine, and is also insurance fraud. I had a medical procedure and sustained injury from it. While in the recovery room the doctor (B)(6) made a comment about how I was not a good candidate for the procedure anyway. Which shocked me because all I had heard at this point from her was that I was good candidate for the procedure. I got a copy of my medical records (this practice only provides with test results in writing on request) and a copy of the user manual for the device that was used in my procedure (novasure, manufactured by hologic). On review I discovered I was not even close to meeting the anatomy requirements for use of the device. This resulted in injury (uterine perforation). After the device indicated I was too small for the device, even after injury occurred the doctor tried to repeat the procedure multiple times which also goes against the user manual's safety precautions and procedures. At my post-op appointment, I asked why she never told me I did not meet the anatomy requirements for the device. Her first answer was that there are no anatomy requirements for the device. I reminded her of exactly where it is in the user's manual (third page, second column, middle). She then admitted she knew of the anatomy requirements however, claimed the manufacturer's representative told her to ignore the safety information in the manual, so that makes, not telling me, and performing the procedure anyway ok. At this point I said I would get medical care elsewhere and left the office. This led to internet searches, and this seems to be the norm in the medical field for many medical devices, and is leading to many unnecessary, unsafe, and additional medical procedures yearly for patients. This is leading to medical device manufactures, and doctors harming patients, they make more money from patients, insurance companies, and medicare/medicaid. At my first appointment with another doctor to have my injuries appropriately evaluated, the doctor, at another practice ensured me ignoring those safety "suggestions" is the norm with those types of devices. Which has me terrified. Blood work and swabs showed nothing of medical concern, and the new doctor does not believe ultrasound imaging will be beneficial in identifying what is wrong, and I have been referred to my general practitioner for continued medical care. I doubt I will ever be going to another gynecologist again, and unless it is a matter of life or death, will not be having any more procedures, no mater how much discomfort and pain I am in. I cannot trust a doctor to perform a procedure for the right reason or safely. Manufacture representatives, even medical manufacturer representatives, very rarely have medical degrees, or medical engineering degrees. Most of the time they are salespeople. Their only responsibility is to make as many sales of the device as possible, no responsibility to the health or safety of patients. Doctors are withholding relevant, important medical information that prevents their patients from making informed medical decisions on the instruction of salespeople. Doctors are ignoring safety protocols and warnings for safe use a medical device on the instruction of salespeople. This is causing a large number of unknown and unnecessary avoidable injuries, additional testing, and additional medical procedures to american citizens. All because of the advice/directions from a salesperson rather than common sense ethics, the law, medical professionals, or medical engineers is embraced.